Event description:
Additional information received indicated a surgical procedure was planned, but there was confusion about what devices the patient had implanted. It was noted that impedance tests indicated two quads were implanted.

Event description:
It was further reported that one lead did not work. Surgical intervention has not taken place. An xray showed possible problem with the unit. It was suggested that the implant site should be explored to test the unit/leads, but due to insurance issues, this was not possible.

Event description:
Additional information received reported that the patient had no issues until the car accident. After the accident they programmed around the issue by using another lead that was already implanted. The patient had a lead that functioned fine and was receiving effective therapy. There were no plans to remove the other lead as it was not causing any issues. The patient was stable and getting the therapy they needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7496-51, serial#: (B)(4), implanted: (B)(6) 2003; product type: extension, product ID: 7495lz51, serial#: (B)(4), implanted: (B)(6) 2003; product type: extension, product ID: 7495lz51, serial#: (B)(4), implanted: (B)(6) 2003; product type: extension, product ID: 3987, serial#: (B)(4), implanted: (B)(6) 2003; product type: lead. (B)(4).

Event description:
Additional information received reported that patient was not receiving stimulation "like before". The patient was in a car accident on (B)(6) 2012. The patient's leg was "not working" and hurt after trauma. In addition, the patient experienced some shocking or "jolting" sensation. The patient visited a physician on (B)(6) 2012. It was noted the patient was given pain medication by her physician. Palpation did not affect stimulation. System program was checked and changed, during a physician visit, due to lead problem. Impedances were greater than 4,000 ohms on electrode pairs 0/2, 0/3 and 0/7. The left lead had the issue, while stimulation on the right was not a concern. The device was programmed around the high impedances and the patient was receiving effective therapy and planning to follow-up with physician in a couple of weeks.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that "program 1 didn't feel right" and that it "wasn't pulsing and she couldn't feel it". It was further noted that the patient increased the stimulation "way up" and it "gave her a jolt". After this, patient turned the stimulation down and could not feel it. The patient was unsure if program 2 was "working right or not because program 1 wasn't working". The patient experienced symptoms of "soreness in her right leg more than her left leg" that occurred after being involved in a car accident. The patient further noted that she went to the emergency room for the accident, but did not notice any issues with her stimulation until she tried to turn the stimulation up. The patient stated that she was "getting injections for her hip because she has pain there". The patient further stated that she got used to the stimulation and was scheduled to see her physician in (B)(6) 2012 for a "hip recheck". It was determined that the patient programmer was "working as intended". The outcome of the patient was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Follow up report #1 contained incorrect date. Corrected date for follow up report #1 is as populated in this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has high impedances on 2 electrodes. It was noted 0-1 was normal while 0-2 and 0-3 were high. It was noted all other values for electrodes on the other lead are normal. It was reported the patient was getting uncomfortable stimulation and a pulse when stimulation is turned on. It was noted the issue started last year. It was reported the health care provider (hcp) was going to do a revision and test system today. It was noted none of the leads were to be replaced. It was suspected the issue was at the implantable neurostimulator (ins) header block. It was reported the patient is doing fine and therapy resumed.